Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported she noticed three tampons had petals flared out more than normal. She experienced pain and was scratched upon insertion of two of the tampons. She noticed one prior to use. She stopped using tampons for a few days and the pain and scratch resolved.